Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up visit an x-ray revealed that this right atrial (ra) lead was dislodged and was located in the right ventricle. A revision procedure was performed, this lead was successfully repositioned. No further patient issues were reported.